Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a indigo system separator 8 (sep8). During the procedure, the sep8 wire fractured inside a indigo system cat8 reperfusion catheter (cat8). The procedure successfully continued using a new sep8 and the same cat8. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The indigo system separator 8 (sep8) distal bulb was fractured approximately 150.0 cm from the proximal end. Evaluation of the returned device confirmed that the sep8 bulb was fractured. This type of damage typically occurs due to improper handling during use. If the device is retracted against resistance, damage such as this may occur. These devices are 100% dimensionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.